Event description:
Rn received report from nicu rn. It was reported at that time that the baby had a little mark on his left foot that seemed to be an 02 sat probe burn (redness). Rn noted it in charting that day as pt was transferred. Noted that mark was first charted in nicu notes on the previous day at 09:00.